Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of a hardware reset was confirmed in the laboratory via review of device information. The cause of the hardware reset was parity errors. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The cause of the parity errors could not be determined.

Event description:
It was reported that the patient presented to hospital with a syncopal episode. Once the patient was stabilized, interrogation revealed that the device had reset with no high voltage therapy available. The device was explanted and replaced. The patient was in stable condition after procedure.